Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and short v-v intervals upon interrogation. An x-ray confirmed that the lead had become dislodged and was located in the atrium. The lead was repositioned in the right ventricle and remains in use. No patient complications have been reported as a result of this event.